Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain? Chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, psychological trauma, cystitis, urinary tract infection, alopecia, tooth disorder, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain, psych injury,bladder infection, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain? Chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, psychological trauma, cystitis, urinary tract infection, alopecia, tooth disorder, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain, psych injury, bladder infection, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain? Chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, psychological trauma, cystitis, urinary tract infection, alopecia, tooth disorder, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain, psych injury,bladder infection, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received. Reporter added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). Event genital haemorrhage was updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.